Event description:
It was reported that; the customer reported that having used the trial cages and selecting the appropriate size, the cage to be inserted was attached to the implant holder and done, so with the implant holder being attached vertically to the cage as opposed to horizontally. Upon impaction into the disc space, the cage allegedly cracked in one of the corners below the spikes. The device was still in one piece and no fragments fell into the surgical site. The procedure was completed successfully using another device. There was a 5 minute delay to surgery.

Manufacturer narrative:
H6method: device history review.results: this device was discarded at the hospital and therefore was not returned for inspection. Manufacturing records were reviewed for the reported lot and no relevant issues were identifiedconclusion: the plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion.

Event description:
It was reported that; the customer reported that having used the trial cages and selecting the appropriate size, the cage to be inserted was attached to the implant holder and done so with the implant holder being attached vertically to the cage as opposed to horizontally. Upon impaction into the disc space the cage allegedly cracked in one of the corners below the spikes. The device was still in one piece and no fragments fell into the surgical site. The procedure was completed successfully using another device. There was a 5 minute delay to surgery.